Manufacturer narrative:
When testing is complete, this event will be updated. Upon receipt from analysis, initial testing observed a telemetry issue. Upon further analysis it was determined that the telemetry issue was due to incorrect positioning of the telemetry wand and not a result of a device performance issue. The device passed all other testing confirming no anomalies.

Event description:
Boston scientific crm received information that this device was explanted and returned with no field allegations. New information received indicates that this patient has passed away. The device was recently returned to boston scientific crm and is currently being analyzed. Initial testing determined the device had no telemetry and a memory download could not be performed. The device data was insufficient for determining battery status. The device is pending detailed analysis.